Event description:
Per clinical trial (B)(4): on (B)(6) 2016, patient underwent bilateral revision augmentation; capsular contracture, using an imf incision. 2 pieces of galaflex (device #1 and device #2) were used. Concomitant procedure included bilateral capsulectomy. On (B)(6) 2016, bilateral breast seromas were reported. Reported as sae. Patient had aspiration of both seromas on (B)(6) 2016 and (B)(6) 2016. Patient was also treated with medication (keflex 500mg). Wearing post surgical bandeau bra. Resolved without sequelae on (B)(6) 2016. Review by medical affairs identifies the adverse event as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of seroma, underwent aspiration and treated with medication. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Seroma is a known inherent risk of surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions-for-use (IFU). This MDR is submitted to represent the galaflex (device #2). An additional MDR is submitted to represent the galaflex (device #1). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.